Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver was not receiving dexcom g7 glucose readings on the ilet due to a pairing failure, after which the agent guided switching the cgm on the ilet and glucose values resumed displaying; during the event the patient experienced hyperglycemia with a reported peak of 206 mg/dl for about one hour and used backup therapy. Symptoms included no acute clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that cgm pairing had failed and that functionality was restored after re-establishing the connection. It was concluded that the device functioned as expected after guidance, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.